Manufacturer narrative:
E1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, crease/folding of implant.

Event description:
Healthcare professional reported through regulatory agency "periprosthetic pain and contracture, stage iii¿, "suspected rupture", "significant prosthetic fold was found", "the device is not ruptured a significant prosthetic fold was found". This record is for the left side. Device has been explanted.